Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Though physio-control requested some patient information, physio will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the (B)(6) parliament and of the council physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was unable to deliver shock during patient resuscitation. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Event description:
A customer contacted physio-control to report that their device was unable to deliver shock during patient resuscitation. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate any defibrillation issue. Other unrelated repairs were recommended. The device can no longer be repaired. The customer was provided with a warranty device. Using lifepak devices for dual sequential defibrillation is considered off label use. The root cause of the failure is determined to be user error due to off label use.